Manufacturer narrative:
(B)(4).

Event description:
It was reported the intra-aortic balloon (iab) has a bad blue fiber optic sensor (fos) piece (the part that slides into the console). Usually we hear and feel a "click" when sliding it in and then the console senses with an audio tone and neither happened with this. We got another iab and it worked fine with the same console. Patient outcome: unchanged during the event. There were no reported complications to the patient.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "iab: fos connection problem" is not able to be confirmed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported the intra-aortic balloon (iab) has a bad blue fiber optic sensor (fos) piece (the part that slides into the console). Usually we hear and feel a "click" when sliding it in and then the console senses with an audio tone and neither happened with this. We got another iab and it worked fine with the same console. Patient outcome: unchanged during the event. There were no reported complications to the patient.